Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the patient's healthcare professional (hcp) had event logs from a previous MRI in may that showed that the pump stalled and recovered as expected. There was no timeframe reported for the motor stall. The patient's pump was infusing an unknown drug at that time. The patient's therapy was reported as intrathecal baclofen therapy. Additional information was requested, but was not available at the time of report.